Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for essential tremor movement disorders. It was reported that the patient had high impedance of 3361 at c <(>&<)>7. The patient was having an MRI for an unrelated issue according to the hcp. The impedance did not affect therapy. There were no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.